Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon application of a halo crown on a trauma patient, 4 skull pins are fixed to the patients skull. The skull pins used were supplied with the halo crown. Three (3) pins were inserted without a problem, the 4th jammed in the ring before it could be tightened to the skull. A new pin was used and gave the same problem; the hcp decided to use this 5th pin again in a hole adjacent to the problem hole and the skull pin could be inserted without a problem. As all 4 insertion sites had already been anesthetized, the alternative insertion site needed an additional injection. This caused delay to the procedure and an additional usage of anesthetization fluid in the patient. The hcp had to report this internally in the hospital quality system as a patient care incident report. A second skull pin was used, to no effect, eventually this pin was inserted in another hole in the halo crown.